Event description:
It was reported the screw was allegedly having issues with the battery staying charged and were unable to get the manual release to operate. It was reported that there was no pt involvement in this event.